Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01567 / 01568 / 01569). Product requested, not yet received.

Event description:
It was reported that during a hip arthroplasty, a drill bit bent at the tip when introducing the drill bit into the cup with the guide. As a result, two screws were drilled at an improper angle and discarded. The complication resulted in a forty-five (45) minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.